Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the physician's handheld computer has a broken adapter cable. The reported adapter cable has not been returned for product analysis.